Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-07143, 1627487-2023-05899 it was reported the patients ipg became inoperable following an unrelated surgery and both leads migrated which was confirmed by x-ray. Patient underwent surgical intervention on (B)(6) 2023 during which their entire system was replaced. Therapy was restored post-op.